Event description:
It was reported that the scar around the incision scar for the pocket of this subcutaneous implantable cardioverter defibrillator (s-ICD) was infected. Surgical intervention was performed and the scar was excised by the physician. The s-ICD continues to remain in service and there were no additional adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.